Manufacturer narrative:
Continuation of d10: product ID: 3889-41, lot#: va1p35x, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-41, serial/lot #: (B)(6), ubd: 13-feb-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that they have had an issue with their stimulator lead. Patient said they had a broken femur in (B)(6) 2023 and shortly after they came home, maybe in september, they ended up falling and the lead "came off". Patient said they have seen their hcp about this because they noticed their ins "is not doing anything right now", they can't feel stim and it's not helping with their retention. Patient said the hcp has ordered an x-ray to confirm whether or not the lead has unattached and patient mentioned they think this was caused by patient's recent fall. Patient also mentioned that they had fallen shortly after receiving the implant and fell right on the ins. Patient said they thought the hcp said there are no leads attached but they didn't know if that was correct. Patient said their hcp told them to call the manufacture to report this event. Documented reported event. Patient reported all their leads were broken. Patient went every 6 months to their hcp to make sure their ins was working.